Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent service (e-0344), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm printed circuit assembly (pca) had caused the issue to occur on the device. In conclusion, the device's obm pca needs replaced to address the issue. The root cause is confirmed at this time.